Event description:
The 36 seconds from assay in one test well of hemochron response sys vs 585 seconds from same assay in second test well. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval / investigation pending add'l info from consumer. MFR method, results, conclusions: MFR eval / investigation pending add'l info from consumer.